Event description:
A pharmacist called lifescan (lfs) and alleged that the patient's meter was set on the wrong unit of measurement. The patient took the meter back to the pharmacy for assistance. No injury or harm was alleged. No treatment was reported.